Manufacturer narrative:
Concomitant products: product ID 3093-28, lot # v432838, implanted: (B)(6) 2010, product type lead; product ID 3037, serial # (B)(4), product type programmer, patient; product ID 3037, serial # (B)(4), product type programmer, patient. (B)(4).

Event description:
The consumer reported ¿sudden¿ return of symptoms, noting leakage and urinary accidents since (B)(6) 2015; these symptoms occurred ¿daily.¿ there was poor communication with and without the antenna as well as an unknown programmer code. The device was ¿no longer taking¿ and was ¿incompatible.¿ cause/factors, actions, troubleshooting, and outcome remain unknown. Follow up was conducted to obtain additional information. The indications for use included urinary dysfunction/sacral nerve stimulation.